Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that an incident occurred while operating the artis q.zen ceiling system. The foot pedal got stuck under the c-arm. The user tried to reboot the unit; however, no system movements were available. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
H10: manufacturer narrative: siemens completed the detailed investigation of the reported event and system. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and system log files. According to the initially provided information, the foot pedal got stuck under the c-arm. After the pedal was removed, the c-arm could not be moved anymore. No health consequences were reported. Onsite service intervention revealed that the proximity switch of the c-arm malfunctioned. According to the information provided and the factory simulation, the most likely root cause is the collision of the foot pedal with the c-arm due to an improper handling of the system. The log file analysis confirmed that the proximity switch on the outer side of the c-arm was activated. As a result, normal system movements such as, normal speed and auto drive, were blocked for safety reasons. The system responded according to specification in this error scenario. The reported statement that no system movements were possible, even in override mode, could not be confirmed by analyzing the log files. System movement was still available with reduced speed in override mode. According to log files the user did not press all necessary buttons to perform movements (e.g., the user tried to move the system without pressing the dmg button). The c-arm proximity switch was replaced as part of service activity. The error mentioned in the complaint has not again been reported since. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described was not classified as a reportable adverse event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. H11 corrected data: g2: health professional should have been checked in the initial report submitted to the FDA on december 15, 2022. This was not a user facility MDR. H3: device evaluated by manufacturer should have been checked "no". Siemens had not yet evaluated the reported system.